Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The subject device is not available for evaluation as it remains implanted in the patient. The root cause of this event cannot be determined with the available information. It is unknown whether patient related factors or procedural related factors at the original time of valve implantation may have caused or contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic valve, implanted for 1 year and 9 months in the tricuspid position, underwent a valve-in-valve procedure due to severe tricuspid regurgitation and mild tricuspid stenosis. A tricuspid transcatheter valve replacement was performed using an edwards transcatheter valve. The procedure was noted to be successful and post-op tee showed no tricuspid regurgitation. The patient was admitted for acute on chronic chf and her valve-in-valve procedure was completed on hospital day #9. She was stable and cleared for discharge home on pod #1.